Event description:
Customer reported that they went into the lake with the insulin pump on and is now receiving a battery out limit alarm that they are unable to clear. Customer also stated that water was visible under the display of the devise and there were scratches and cracks. Customer's blood glucose reading at the time of the call was 144 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No moisture damage found inside the unit. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip.